Event description:
A report was received that the pt was experiencing over-stimulation in her lower extremity; the pt was reprogrammed and the overstimulation was resolved. However, when the stimulation was adjusted, it caused increased pain in the pt's right arm. It was determined that the pain in the right arm is new emerging pain, and the device was originally implanted to cover the left pain. The pt went to the ER due to the inability to move both lower and upper extremities due to severe pain in these areas. The ER doctor treated the pt's pain and no additional info was available as to the type of treatment given. The pt's pain physician has recommended that the pt consult with a neurosurgeon.